Manufacturer narrative:
D4, h4: upn and lot number are unknown; therefore, the manufacture date and expiration date are unknown. E1 - initial reporter title: sr. Specialist, safety, safety management, qa.

Event description:
Presented during a live conference that this patient experienced an embolism with use of jetstream. A case report of this 81-year-old male on maintenance hemodialysis with right fifth toe ulcer, was diagnosed with chronic limb-threatening ischemia (classified as wifi grade 1). A jetstream sc 1.6 mm was selected for treatment of the chronic total occlusion. Subsequently, we size up the catheter to jetstream xc 2.1/3.0 mm and ablated the length of 170 mm lesion. After the ablation, the angiogram showed extremely slow flow included below the knee lesions. They dilatated the percutaneous transluminal angioplasty with 1.5 mm balloon and placed one eluvia 6.0 mm stent to the superficial femoral arterial lesion. The final angiogram showed mild flow limit in foot, but we considered acceptable.

Manufacturer narrative:
D4, h4: upn and lot number are unknown; therefore, the manufacture date and expiration date are unknown. E1 - initial reporter title: (B)(6).

Event description:
Presented during a live conference that this patient experienced an embolism with use of jetstream. A case report of this 81-year-old male on maintenance hemodialysis with right fifth toe ulcer, was diagnosed with chronic limb-threatening ischemia (classified as wifi grade 1). A jetstream sc 1.6 mm was selected for treatment of the chronic total occlusion. Subsequently, we size up the catheter to jetstream xc 2.1/3.0 mm and ablated the length of 170 mm lesion. After the ablation, the angiogram showed extremely slow flow included below the knee lesions. They dilatated the percutaneous transluminal angioplasty with 1.5 mm balloon and placed one eluvia 6.0 mm stent to the superficial femoral arterial lesion. The final angiogram show mild flow limit in foot, but we considered acceptable. Additional information discovered this was duplicate registration for the same event.